Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp;kwq; mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/ investigation. Investigation summary. Customer quality investigation: the device was not returned. A photo-investigation was performed on the images received. Upon inspecting the image provided, the complaint condition was confirmed as the lock assembly was stripped/worn. However, a definitive assignable root cause of cannot be determined based on the available image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the verse set screws stripped under load and screws are not torqued to specifically only to the point set screw squeezed. The surgery was completed successfully with 15-minutes delay. The patient outcome was unknown. This complaint involves two (2) devices. This report is for one (1) verse correction key. This is report 1 of 2 for complaint (B)(4).